Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of ticket trending data, a device history review, testing using a reporesentative reagent kit, and a review of product labeling. The review of ticket trending data for list 8k25 did identify an increase in complaint activity related to the complaint issue. The device history record review was performed on list 8k25, which did not identify any potential non-conformances, deviations, or non-conformances. Testing was completed using a representative reagent kit, list 8k25-25, lot 02218i000. Acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This report is being filed for an international product, list 8k25-25, that has a similar us product, list 8k25-27. All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated intact parathyroid hormone (pth) results when processing on the architect i2000sr. The initial results were 200-300 pg/ml. The retest result was 60 pg/ml. No impact to patient management was reported. Additional test results were 3.9 mg/dl for crp and 17000 for wbc.